Event description:
During a coronary artery bypass graft. It was reported the vein harvesting instruments were used during the case. The pt reportedly bled out and expired in the recovery room. No details are available at this time regarding source of bleeding or other circumstances. This occurred within the past 2 weeks, but no specific operative date provided to rep.